Event description:
It was reported by the patient's husband that husband stated that she was giving back to back boluses and her controller was confirming boluses were administered. The patient's husband reports at 6 am she was sleeping but then at 9 am found her unresponsive on the floor. The patient's daughter stated that the customer had been troubleshooting high blood sugars and thought the pod was giving insulin, but after hours of troubleshooting her blood glucose (bg) levels got so high that she was found unresponsive and 911 was called. The patient' daughter stated that she went into cardiac arrest and coded by the time she went to the hospital. The patient spent 19 days in the intensive care unit (ICU), and had to be placed on the ventilator where she then passed away. The patient entered a hyperglycemic state for an extended period and reached max basal delivery, the device reverted to manual mode as designed. Based on the available information, the patient expired due to the diabetes disease process, not a device malfunction. The device has not been returned. If additional information becomes available, the case will be reopened and evaluated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and patients death. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.